Manufacturer narrative:
(B)(4). Reporter's first and last name not provided/unknown. Device not returned for evaluation.

Event description:
It was reported that the abutment screw (iunihg) loosened.

Manufacturer narrative:
No product was returned for inspection. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot number. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A singular cause cannot be determined. The following sections have been updated: d4: device expiration. UDI: (B)(4).

Event description:
It was reported that the abutment screw (iunihg) loosened in tooth location 3.